Manufacturer narrative:
Additional information was received and the rga was received. However, the date of explant was not included. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, brown particles, delamination, missing. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify sharp edge opening. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is: a sharp opening edge on anterior due to an unidentified (tear) opening.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b, g.1, h.6. . Device evaluation: visual analysis of the returned device identified: opening, crease fold, brown particles, delamination, missing. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify sharp edge opening. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is: a sharp opening edge on anterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.